Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a leak following a robotic lower anterior resection. It was stated that the patient was not irradiated pre-operatively and tumor was about 6-7cm. The leak was detected when changing surgical drain content, it became feculent. The leak was confirmed by computed tomography arterial portography with contrast. The patient was taken back to the operating room for washout and diverting loop ileostomy. The event resulted to unanticipated tissue loss and tissue damage. The tissue should heal and scar down in time with adequate drainage. The incision was extended to more than 1 inch and surgical time was extended to 30 minutes or more. The patient incurred a permanent injury and remained hospitalized at this time at day 17.